Manufacturer narrative:
(B)(4),

Event description:
It was reported the pt experienced a burning and stinging sensation around their implantable neurostimulator (ins) site following a fall. It was stated the pt fell sometime near the end of (B)(6) 2011. On (B)(6) 2011, the pt reported feeling a "severe burning/stinging" at the ins site. The pt was scheduled to f/u with their health care provider. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.